Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use two nc euphora balloon catheters to treat a lesion with chronic total occlusion (cto 100% stenosis). The devices were inspected with no issues. Negative prep was performed on both devices with no issues noted. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. It was reported that the inflation on both balloons was slow and the balloons would not deflate. All access devices had to be removed.  The patient is alive with no injury.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or packaging stylette from the balloons. The balloons inflated fine, however they failed to deflate. The deflation difficulties were noted after the first inflation. The devices were moved or repositioned while inflated. The same inflation device was successfully used with other devices. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The balloon was partially inflated on device return. Proximal balloon bond was necked. It was not possible to perform negative prep due to the condition of the returned device. It was not possible to perform inflation/deflation testing due to the condition of the proximal bond. Deformation was evident to distal shaft and core wire. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloons inflated fine, slowly and reached the size desired however they failed to deflate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.